Event description:
The suture tabs were noticed missing after the case had been completed. The tabs could not be located so it; unknown as to where they might be. The actual part# and lot# are unknown since insufficient info on the product was provided. The incident reportedly occurred in 2001. A report from the user facility was received at guidant in 10/2001. No add'l info was provided.